Event description:
The customer's mother reported via phone call that the customer's insulin pump was frozen. The mother stated the insulin pump was frozen, but the time was advancing. It was also found the insulin pump did not have a complete blank screen, but there was a crack present on the display. The mother also reported a button error alarm occurring when the customer attempted to bolus. The customer's blood glucose was 240 mg/dl. The mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. No frozen screen.